Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the product code of the stapler ((B)(4), etc.)? On which firing did this event occur (1st, 2nd, 12th, etc.)? How was the tissue repaired in the area where no staples deployed, but the tissue was cut? Were there any patient consequences (bleeding, etc.)? Was there any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a low anterior resection (lar) procedure, the product cut but did not deploy staples. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the product code of the stapler (ple45a, pse45a, ec45a, etc.)? Product code was ec45a. On which firing did this event occur (1st, 2nd, 12th, etc.)? Not the 1st. It had worked fine previously, not sure how many times. Were there any patient consequences (bleeding, etc.)? The operating time was longer. Was there any change in the post-operative care of the patient as a result of the event? No.